Event description:
It was reported that the pulse generator exhibited backup vvi and could not be restored. A software download was unsuccessful. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received company representative.